Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
The subject coil was stretched during placement into the target lesion. As the coil was being removed, it broke off and part of the coil remained in the patient¿s vessel. The broken part of the coil was successfully removed using a snare retrieval device. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Only the main coil section was returned for analysis. Visual, optical, photographic and microscopic examination revealed that the main coil was broken and stretched. Blood was noted on the returned device. From the information provided and the investigation results, it was concluded that the device was damaged during use because the complaint was associated with a device which met all required specifications when released, yet performance was limited due to procedural factors/operational context.

Event description:
The subject coil was stretched during placement into the target lesion. As the coil was being removed, it broke off and part of the coil remained in the patient¿s vessel. The broken part of the coil was successfully removed using a snare retrieval device. There was no clinical consequence to the patient.